Event description:
The tps universal driver was sent for evaluation because it continued to run on its own without user activation. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress: additional information will be submitted once the quality investigation is completed.